Event description:
Information received a smiths medical fluid warming/level 1 trauma fast flow disposables malfunctioned., reported by the ICU nurses took the it out of the box and went to hook it up but the section that hooks onto the connector just snapped. It happened with two disposables back to back. No injury or intervention.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms#617147. A device history review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The device was returned for analysis received decontaminated inside of a plastic bag without its original packaging. The complainant returned unit was visually inspected at 12 to 16 inches under normal conditions of illumination. Results: was observed that the joint between the 3-way connector and the single port cap is broken in both units, thus, the failure mode reported is confirmed. No other analysis was required. The root cause is due to excessive and improper handling of the product-manufacturing. Action taken: a notification was performed to the production personnel as an awareness for the failure mode reported by the customer by the quality engineer.